Event description:
It was reported that the rn in the cardiac cath lab called the clinical support specialist (css) to question what to do with an intra-aortic balloon (iab) that was stuck in the sheath and not able to be advanced into the patient (pt). The rn stated that this was a 30 cc fiberoptix sensor (fos) balloon and it could not be advanced through the polyurethane sheath with the sideport. Per the rn the iab was prepped as usual; however, she was not able to verify if the iab was wrapped tightly when removed from the package. The css explained that the iab and sheath should be removed together from the pt., but access could be maintained by inserting another iab spring wire guide through the central lumen prior to removal. The rn said that she was "concerned that pt. Was now anticoagulated and if iab is removed there would be excessive bleeding at site, but said they may upsize the sheath." The rn was unsure if the iab would be replaced and she could not stay on the phone. The css requested the iab be saved and that she will have the sales rep follow up for return. At 8:15 pm the css made a call to the phone number provided by the rn; no answer. At 8:30 pm the css attempted to call the unit for follow-up information on the pt. The css was connected to the critical care unit (ccu) waiting room and the receptionist did not have information on the pt. The hospital operator told the css that she could not be connected to the ccu unless she had the pt. Name and assigned password. Updated information received on (B)(4) 2013 stated the iab will not be returned. The customer believes that someone must have thrown it away. The pt. Survived and was later taken to the intensive care unit. No complications because of the balloon issue. The possible reason for the iab becoming stuck in sheath could be because the doctor first removed a 6fr sheath from the pt. And then tried to put the iab in sheathless. When that did not work, the doctor then placed the 8fr iab sheath in the pt. And when advancing the catheter through the sheath it got stuck. The balloon partially unwrapped when manipulating it during the sheathless insertion.

Manufacturer narrative:
(B)(4).